Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event, estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during an unspecified procedure, the balance middleweight guide wire became caught behind the stent in the vessel. During removal, the guide wire became unraveled. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). UDI#: in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the stent in the vessel resulted in the guide wire becoming entrapped/jailed behind the stent resulting in the reported difficulty to remove. Manipulation of the device resulted in the reported stretched coils/reported break. There is no indication of a product quality issue with respect to manufacture, design or labeling.